Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had differences between sensor glucose and blood glucose readings. Customer's insulin pump was suspended this morning after breakfast. Customer's sensor glucose value was 52 and their blood glucose level was 97 mg/dl. Customer's pump was suspended at school with a sensor glucose value of 50 and a blood glucose level of 55 mg/dl. As the blood glucose increased to 95 mg/dl, the sensor glucose value was 65 mg/dl. Caller agreed to change the sensor this afternoon when the customer is back home. A sensor replacement will be sent.